Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father of a customer reported via phone call of hospitalization for high blood glucose level of 447mg/dl and that the drive support cap was sticking out. Customer indicated that they had symptoms such as abdominal pain and vomiting. Customer's current blood glucose was 127mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.